Event description:
I purchased a package of always maxi size 5 overnight pads with wings from target in (B)(6) 2025. When I used them, I noticed they no longer absorb menstrual blood as expected. Instead of being absorbed, the blood sits on top of the pad's surface, leading to leakage, discomfort, and the need for more frequent changes. This has never happened with this product in the past, so it appears the materials or design may have changed. Other people I know have also complained about having the same issue with this pad in 2025. This performance issue raises hygiene concerns, risk of skin irritation, and unreliability during heavy flow. Number of pads affected: entire package I am reporting this because the product does not work as intended and could impact consumer health and safety.